Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast. Additionally, the patient developed a mrsa infection in her left breast. It was reported that the patient was hospitalized for 48 hours. As a result, the patient underwent explantation on (B)(6) 2021. The patient later underwent replacement surgery with an unspecified mentor gel breast prosthesis on (B)(6) 2021.